Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the bilateral pt began suffering symptoms including but not limited to pain and lack of mobility.